Event description:
Nellcor puritan bennett received a call from representative of facility on 06/14/1999. Facility called to report the following problem: intermittent led's on with constant single tone alarm. Unknown if vent stopped delivering breath.